Manufacturer narrative:
Zimmer biomet complaint number is(B)(4).

Event description:
Doctor reports that the abutment screw (iuniht) fractured in patient's mouth. Doctor was able to retrieve the screw with no damage to the implant. Tooth #14.

Manufacturer narrative:
One certain® titanium hexed screw was returned for inspection. Only a small portion of the screw is present, as the remainder of the device is fractured at the threads. The malfunction is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change "no" to "yes" h6: evaluation codes. H10: additional narrative/date.

Event description:
No further event information available at the time of this report.